Event description:
It was reported that the rn was having trouble dc'ing hv drain. Once pulled, it was noticed that the tip was jagged, drain was disposed of. Pt return to surgery for removal of retained drain.